Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer's blood glucose level. The caller reset the pump independently and the malfunction code did not recur after the reset. Technical support advised the caller to continue using the pump and to contact them again if the issue reoccurred, which the caller acknowledged and understood.